Event description:
The lay user/pt contacted lifescan (lfs) in 2005 alleging that the meter had not powered on in two months, which resulted in hosp. Medical affairs specialist (mas) spoke to the pt and obtained/verified the following info: in 2005 at 7:30 am, the pt came inside the house from working outside in the barn. When he came inside he did not recognize anyone and the spouse tried to test him on his meter and the meter did not power on. The pt passed out soon after. The spouse contacted emergency medical technicians and they arrived 10 minutes later and received an 87 mg/dl on their meter and treated him with insulin. The pt was taken to the hosp and was kept overnight. The diagnosis was "low blood glucose". The pt mentioned that his meter had not powered on in two months and during that time he took his set amount of insulin (70/30, 30u am and 15u pm). The pt woke up and felt fine and went straight to work in the barn. He did not eat or test his blood glucose and did not take his insulin that morning. He was planning to test and take his insulin and eat breakfast after the work in the barn was done. The night before, he had taken his set amount of insulin and tried to test and the meter did not power on. The battery was replaced less than a year ago and he had no problems with the meter. He was having a difficult time seeing whether the batteries were correctly installed with the customer service agent (csa). The meter did not power on by pressing the power button. The meter is not a new product (out of box). Csa sent the pt a replacement meter. The pt received the new meter and received a reading around 140 mg/dl this morning. (A normal reading for the pt is reportedly between 130-200 mg/dl. Anything lower than 130 mg/dl is considered low for him.) This adverse event is reported as the pt experienced hypoglycemia in the absence of glucose readings on the meter.